Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen would illuminate across half of the screen in the middle of the night. Customer's blood glucose ranged from 130 mg/dl to 200 mg/dl. Reportedly customer reverted to an alternate pump for insulin therapy.